Event description:
It was reported that during an unk procedure, when the surgeon used the device for 30 mins, he heard some noise from the scalpel. The device could cut the tissue but could not "cruor" the blood vessel. Another device was used to complete the procedure. There were no adverse consequences for the pt. The surgeon did not use blood product.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis results found that the device was returned with the blade scratched. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. However, the device was tested and found to be functional. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.